Manufacturer narrative:
The insulin pump passed the displacement, rewind, prime, basic occlusion, occlusion test and excessive no delivery test. No prime alarm noted. However, the drive support was found loose/flush. The insulin pump received with cracked reservoir tube lip, scratched lcd window, cracked battery tube threads, scratched reservoir tube window and broken belt clip slot.

Event description:
The customer reported that the insulin pump alarmed while changing the infusion set and priming. The blood glucose reading was 137mg/dl. Troubleshooting was performed, and the drive support cap was protruded. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.